Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that during the preparation of cord blood for storage, the cord blood was transferred into the device and centrifuged as expected. The cord blood was then placed in the extractor. It was then noticed that plasma was leaking from the port line of the 200 ml transfer bag of the device. There were only a few drops of blood that leaked out; this was judged not to be a significant blood loss. The cord blood was transferred to a new transfer/freezer bag and further processed without incident.